Event description:
As reported by the field clinical specialist (fcs), approximately 6 years 5 months 22 days post implant of a 23mm sapien 3 valve in the aortic position via transfemoral approach, the patient presented with a stenotic valve and was experiencing symptoms. The mean gradient was observed to be 63mmhg via echocardiogram and 55mmhg via cath. The patient underwent a valve in valve (vinv) procedure with a 23mm sapien 3 ultra valve. The valve was implanted successfully without any complications. Additional information received via medical records confirmed the patient presented with a severely increased transvalvular gradient which is suggestive of severe prosthetic aortic stenosis.

Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, and dimensional analysis could be performed. Medical records were provided for review. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, accelerated deterioration of the thv may occur in patients with an altered calcium metabolism. In addition, valve stenosis and structural valve deterioration are listed as potential risks associated with the use of the thv, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprothesis heart valves (per IFU). With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and are not considered a device malfunction. In this case, the device under investigation had been implanted for more than 5 years. There is no evidence of a device malfunction that contributed to the reported event. Risk management documentation review found no further action is needed. The event for valve stenosis was confirmed based on the medical records provided. There is no allegation of a device malfunction that contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, the valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity, it could be an indication for valve replacement or medical intervention. Per review of the medical records, the patient had diabetes mellitus (dm) and hyperlipidemia. Diabetes is a known factor that may increase the risk of valve calcification leading to early valve degeneration/stenosis. Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. In this case, available information suggests that patient factors (diabetes mellitus (dm) and hyperlipidemia) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.